Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that yesterday, she was trying to put in her blood glucose in the pump but the numbers kept going up. Customer turned the light on the pump today and pressed the b button. Customer stated that it just went to a blank screen instead of the enter blood glucose screen. Customer's blood glucose was 213 mg/dl at the time of the incident. Customer's most recent blood glucose was 156 mg/dl. Customer stated that the buttons were intermittently working. Customer stated that it has been hot and she keeps the pump in her bra. Customer does not know if anything else would have caused this issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.